Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports edema, leakage and breast filling with "liquid of lymph". Explant surgery is planned following MRI and ultrasound results. This record relates to the right side.

Event description:
Patient reports edema, leakage and breast filling with "liquid of lymph". Explant surgery is planned following MRI and ultrasound results. This record relates to the right side.

Manufacturer narrative:
The reason for reoperation was lymphedema and pain.